Event description:
Per manufacturer biosense webster inc (bwi), it was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter. There was foreign material on the handle. It was reported that when opening the soundstar catheter it was found to have foreign material on the handle. The catheter was replaced, and the procedure was continued. No patient consequences were reported. The issue was noticed before use. The catheter will be sent but the packaging and the labels were thrown away at the time of report. A photo is attached. The foreign material was small, thin, white material. The device was not used on the patient.

Manufacturer narrative:
The manufacturer bwi product analysis lab received the device for evaluation. The lab also received a photograph of the complaint device for evaluation. The analysis has begun but is not completed at this time. Manufacturer's reference# (B)(4). Manufacturer's report# 2029046-2022-02283. Reference# (B)(4).